Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, a decrease in sensing was observed. The lead was replaced due to damage during repositioning.